Manufacturer narrative:
Siemens became aware of the reported incident on (B)(6) 2015. The incident is reported as having occurred at some time in 2014 however an exact date has not been disclosed. The somatom sensation 16 system has since been removed from the reporting facility and its location has also not been disclosed. An investigation into the incident and evaluation of the equipment involved is therefore not possible. Siemens has deemed the reported incident as user error according to the information provided by the customer. Considering this, no corrective action is initiated.

Event description:
The customer notified siemens on (B)(6) 2015 that a patient's family alleges that the patient's femur was broken during a CT examination in 2014. An exact date of the incident was not disclosed. Reportedly, the customer was in the control room and pressed the patient on-load button at the console. The patient's left leg fell down, was caught between the CT table and the patient stretcher and was allegedly broken at that time. The patient suffers from paralysis and it was stated that the patient did not feel anything happening and did not indicate that anything was wrong. It is unknown if the patient was fixed on the table with straps. There is no available information regarding the patient's status.